Event description:
When the device was powered on, a "connect electrodes" prompt was observed. The operator removed the attached therapy cable and electrodes. A standard paddles set that was with the device was used to deliver 3 successive shocks to the pt with reportedly a minimal delay. The pt was not resuscitated. The reporter indicated pt outcome was not affected by the reported discrepancy, based on continued device use.